Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed into the artery. It is stated that when the device was pulled back, the wire must have jammed or got stuck before the vessel wall and the display turned black/black. The release button was then pressed, and the plug was inserted into the artery. It was also mentioned that at first everything looked fine, as if the vessel was closed, but then the patient complained of pain in the leg. The plug was aspirated successfully, and closure was achieved by manual compression. An additional procedure was initiated to aspirate the plug while the patient was still in the room; however, they had to puncture the other side. After the second procedure on the patient, the pedal pulse was "ok". The patient is doing well. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was used in an interventional procedure. An unknown 5f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was deployed. A non-cordis catheter sheath introducer (csi) was returned and was found inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were identified during this analysis. A deployment simulation evaluation was performed. During the test, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and proper plug deployment. The indicator system successfully advanced to the black/white/red position as expected. A high magnification evaluation was performed to verify for air bubbles beneath the graphic and to inspect the internal mechanism after opening the device case. No air bubbles or other abnormal conditions were observed during this analysis. The reported events of ¿plug inaccurate placement intravascular, indicator window incorrect indication, and pain¿ were not observed through analysis of the returned device due to evaluation findings and due to the nature of the event. Patient-related events cannot be duplicated in the lab. In addition, the condition of the device received does not match the event reported. The device was received without being deployed. The lever was not depressed, and the plug was returned in manufacturing position. Due to this, it is not possible to determine what caused the reported event. Additionally, the functional analysis was conducted and the device deployed successfully with no anomalies noted. The internal mechanism showed no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed into the artery. It is stated that when the device was pulled back, the wire must have jammed or got stuck before the vessel wall and the display turned black/black. The release button was then pressed, and the plug was inserted into the artery. It was also mentioned that at first everything looked fine, as if the vessel was closed, but then the patient complained of pain in the leg. The plug was aspirated successfully, and closure was achieved by manual compression. An additional procedure was initiated to aspirate the plug while the patient was still in the room; however, they had to puncture the other side. After the second procedure on the patient, the pedal pulse was "ok". The patient is doing well. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was used in an interventional procedure. An unknown 5f sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. Other procedural details were requested but were not provided. The device will be returned for analysis.